Manufacturer narrative:
Product analysis conclusion: the delivery system returned with the external slider in the home position. The graft cover was advanced to the taper tip. There was no deformation observed to the delivery system. There was no resistance retracting and advancing the graft cover using the external slider and the release trigger. The external slider was disassembled. There were no stretches visible on the inner slider and no burr visible on the spring. The release trigger sleeve moved smoothly over the inner slider tooth. Th reported deployment/expansion difficulties could not be determined as the stent graft had been deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1616c124ee) was implanted during the endovascular treatment of an approximately 60mm sized abdominal aortic aneurysm. It was noted the neck was straight and standard in length with no femoral access issues. A sentrant 14fr sheath was used, and access was easy. It was reported during the index procedure, the endurant main body was positioned immediately distal to the renal arteries. .deployment began by turning the slider handle. After deploying two stents and properly sealing the neck, the physician continued turning the slider handle until the contralateral gate opened. The contralateral gate was cannulated, and etlw1616c124ee delivery system was advanced and positioned adjacent to the flow divider. The slider handle was rotated and after releasing two stents outside the contralateral limb the physician tried to pull the trigger and slide the handle downward but the trigger would not activate the sliding feature. After trying again with the same outcome, the physician decided to continue rotating the slider handle until the limb was fully deployed so as to not force the device. The main body was then fully deployed by turning the handle. After removal from the body and trying again it was found that the trigger required a fair bit of force but did work. It was confirmed that the deployment steps were followed per the instructions for use (IFU) and there was no damage to the device packaging or delivery system prior to insertion into the patient were observed. Per the physician the cause was due to the slider handle trigger sticking. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.